Event description:
Mps reported arm moving out of alignment in haptics. Mps reported that in several cases in a row both tka and pka whenever they entered haptics the elbow would raise so that it was pointing up, they would bring it back down but it would come out of haptics and be very difficult to reorient . In the last case they did, they were not able to get it to align back into haptics. All cases were completed robotically as the surgeon could hold the elbow down so that the robot could engage in haptics. All tkas were delayed for 1 minute or less and a tourniquet was being used.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Manufacturer narrative:
Reported event: an event regarding incorrect gravity compensation involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: actual issue indicated - arm gravity off. Calibrated both side arms. Performed all three gravity tests on system. Replaced mics commutation assembly. Completed all required post repair testing. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: shows 4 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm moving out of alignment in haptics. Mps reported that in several cases in a row both tka and pka whenever they entered haptics the elbow would raise so that it was pointing up, they would bring it back down but it would come out of haptics and be very difficult to reorient . In the last case they did, they were not able to get it to align back into haptics. All cases were completed robotically as the surgeon could hold the elbow down so that the robot could engage in haptics. All tkas were delayed for 1 minute or less and a tourniquet was being used.